Event description:
The account alleged when the staff went to clean the pt, they raised the bed and went to the pt's right side to turn the pt and the bed dropped down and then tilted to the left. The pca held onto the pt so, they wouldn't slide out of the bed and called for help. The pca hit their knee when it happened but no medical attention was needed.

Manufacturer narrative:
The technician found the left foot brake/steer caster insert that goes into the caster tube was bent inward due to a broken weld on the base frame. A replacement base frame was ordered to repair the bed.